Event description:
Boston scientific (formerly guidant) received info from this journal article of a study conducted to analyze experiences with pts that required surgical intervention after endovascular abdominal aortic aneurysm repair. In this study, one pt was identified that was implanted with an ancure endograft. It was noted that a type ib endoleak was observed with a ruptured aneurysm. Immediate surgical intervention was performed and the endograft was successfully explanted. No add'l adverse pt effects were reported as a result of this procedure. It was also noted that the endograft had been implanted for 24.3 months. The specific model and serial number info was not provided in the article.

Manufacturer narrative:
Attempts to obtain add'l info and clarification regarding the clinical observations mentioned and involvement of the ancure product from the article author(s) were unsuccessful. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Reference: ferroro e, ferri m, viazzo a, pecchio a, berardi g, piazza s, ripepi m, benintende e, nessi f. "Open conversion after endovascular aortic aneurysm repair: a single-center experience." Annuals of vascular surgery. 2013; 27(7): 856-864.